Event description:
During a surgical procedure, hospital staff noted white plastic pieces floating down from the surgical light into the sterile field. No injuries were reported. The surgery was completed as scheduled. Upon investigation, facility's biomed noted that the end cap of the light was damaged and appeared to be chipped away from use and potential collision with other equipment. All surgical lights in the facility were inspected and other lights were found to be in a similar condition. Facility ordered replacement caps for and will replace them upon receipt. Facility is returning damaged caps to (B)(4) for further evaluation.